Event description:
A healthcare facility in (B)(6) reported that the heater wire failed in the expiratory tube of an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The device is en route to the manufacturer for inspection. We will provide a follow up report after completing our investigation.